Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead experienced positioning issues. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.